Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 29.3-30.4cm from the lead tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 12.4-13.6cm from the lead tip. The etfe coating was abraded at this location.

Event description:
It was reported that during follow up, a warning message of high pacing lead impedance (pli) was observed. Sudden increased in pli over the last few months were noted. The pacing threshold had also increased. Provocative tests were performed, noise was not reproduced. The lead was explanted and replaced without complications. The patient was in good condition.